Event description:
It was reported that the an asymptomatic patient presented in the emergency room with a device that was post-paced t-wave oversensing on the ventricular lead. The patient received inappropriate hv therapy. The oversensing was noted on a stored egm. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.